Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The product issue reported could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web device was positioned but would not detach with multiple detachment attempts with the detachment controller. The device was withdrawn from the patient and the case was successfully completed with another device. The patient was reported to be normal and there was no reported patient harm or injury.

Manufacturer narrative:
Procedure/medical information review: four radiographic files were provided for review, two jpeg images and two short videos. They are not labeled as to time or date, nor which ica is being imaged. The review of the files is as follows: customer video_3: 6-second video of ica dsa, oblique, subtracted, with contrast. A web is seen in a small to medium acom aneurysm. It is open, not detached, and the pusher marker is just beyond the distal marker of the via catheter. Customer video_4: 5-second video of ica dsa, oblique, subtracted, with contrast. A web is seen in a small to medium acom aneurysm. It is open, not detached, and the pusher marker is just beyond the distal marker of the via catheter. Customer image_1: single shot oblique skull radiograph, unsubtracted, no contrast. A web is seen in the previously described small to medium acom aneurysm. It is open, not detached, and the pusher marker is just beyond the distal marker of the via catheter. Customer image_2: single shot oblique skull radiograph, unsubtracted, no contrast. A web is seen in the previously described small to medium acom aneurysm. It is open, not detached, and the pusher marker is just beyond the distal marker of the via catheter. These images do not explain why the web did not detach. The investigation of the returned coil system found the hypotube kinked at the proximal section and broken at the hypotube to connector junction. The proximal portion of the delivery system was not returned for evaluation. Due to the condition of the returned delivery system, this investigation could not test or assess the continuity or resistance of the device to determine if a condition existed that would have caused or contributed to the reported detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
No additional information was received, please see h6 & h11.